Event description:
A customer in (B)(6) notified biomérieux of obtaining false positive results when testing blood cultures from pediatric samples using bact/alert® pf plus (plastic) (ref 410853, lot 0004056196, expiration date 02-sep-2021) in conjunction with their virtuo® system. The customer said that in (B)(6) 2021 they had inoculated four (4) blood samples from four (4) different patients into bact/alert pf plus (plastic) bottles, and that after incubation these bottles were flagged as "positive". The customer indicated that they had proceeded with smear and subculture of the positive bottles, and that they had confirmed the presence of bukholderia cepacia. No further details were provided on the technique used by the customer to isolate and identify the microorganism. The customer said that the presence of bukholderia cepacia was due to a contamination issue. The customer is in the process of ruling out potential local sources of contamination. No details/results have been provided by the customer at the time of biomérieux assessment. Ultrasound gel, water sources, air conditioning, disinfectants, linens, surfaces. Non-inoculated bact/alert culture bottles have been tested by the customer; no organism growth was observed. The customer stated that no incorrect result was reported to a physician for the identified patients. Burkholderia cepacia is known to cause nosocomial (hospital acquired) infections and can be a common water contaminant found in soil and water sources. The customer provided a data backup, nand directory and audit trail for each bottle. Global customer service (gcs) reviewed the audit trail for the bottles; each bottle was confirmed to have flagged positive on the virtuo instrument. The times to detection (ttd) were ranging from 16.7 hours - 35.8 hours after loading. Based on the audit trail analysis, times to detection are consistent with organism entering bottle when the sample is inoculated.

Manufacturer narrative:
Biomérieux conducted an internal investigation in response a customer complaint of false positive results when testing blood cultures from four (4) pediatric patients using bact/alert® pf plus (plastic) (ref (B)(4), lot, 0004056196) in conjunction with their virtuo® system. The customer confirmed the contaminant of the four (4) bottles was burkholderia cepacia. This organism is known to be present in water and it is known to be resistant to disinfectant and may be present in disinfectants - hand sanitizers, per published literature. The customer performed an internal investigation. The customer¿s internal investigation included incubating twenty (20) bact/alert® pf plus blood cultures from bottle lot 0004055928, the bottle cultures did not flag positive. The customer tested bayer¿s healthcare biseptine 500ml antiseptic vial as the source of contamination; the results were negative, sterile. The customer also cultured other antiseptics, ultrasound gel, detergent, disinfectants for potential sources of contamination, results were negative. Biomérieux reviewed the production records associated with lot 0004056196. The review found no evidence of any product malfunction. The review confirmed every lot of bact/alert® pf plus (plastic) (ref (B)(4) ) culture bottles are quality control tested and the sensor in each bottle is 100% inspected by a validated automated vision system during packaging. Quality assurance reviews and releases reagent bottle lots for distribution to the field. Biomérieux customer service confirmed there were no other related complaints associated with bact/alert® pf plus culture bottles (ref.(B)(4)) for inoculated bottle contamination. A historical review of last year¿s data found no other similar complaints for contamination in bact/alert® pf culture bottles (p/n 410853) against lot 0004056196. The investigation team reviewed the bact/alert® pf plus (plastic) (ref (B)(4)) instructions for use (IFU) and determined adequate direction to prevent specimen contamination during collection/inoculation into the bact/alert® bottles is provided. The most likely root cause of the contamination is probably from contaminated pharmaceutical product that is locally supplied/purchased in france, as no other country has reported inoculated bottle contamination of burkholderia cepacia. The bottle and instrument performed as designed, by flagging positive indicating growth of an organism recovered on subculture. The bottle did not malfunction and is performing as intended to recovery organisms from the patient's blood.